Manufacturer narrative:
(B)(4). This complaint is for a report of particulate matter (pm) on the effluent sample bag. The bag was returned for complaint investigation. Set was visually inspected and noted hair in unopened pouch. No other visual defects were noted. The complaint was confirmed in the lab for particulate matter. A batch review was performed on the associated lot with no issues noted. The cause of the pm is during manufacturing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
Product surveillance was contacted by a nurse that stated an effluent sample bag was noticed to have a 6 inch hair contained in the still sealed package. The hair was noticed before use and the sample was available and requested from the nurse. The patient was not involved and there was no patient injury or medical intervention reported.